Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error twice. The patient's blood glucose level was unknown at the time of the call. The customer stated that they will talk to a health care provider first before deciding to have their insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.